Event description:
IV leaking after inspection. The catheter was cracked at the hub where it is flush with pt. Attempted to restart, then sucessful, pulled out the catheter. The needle had pierced the catheter & it was also cracked.